Event description:
Boston scientific received information that daily measurements indicated a constant rise in impedance measurements over the (B)(6) for the right atrial (ra) lead. Currently the impedance measurement was greater than 3000 ohms with no capture. A lead revision procedure was performed. The ra lead was laser extracted and sent to the hospital pathology department. A competitor ra lead was successfully implanted with the same device. No adverse patient effects were reported due to lead revision.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.